Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by MFR: visual and tactile inspection of the returned device revealed the guide wire was received with a fracture at the poly tip. The length of the device was 182.3cm with a kink noted at 0.2cm from the distal end. Sem analysis concluded the fracture occurred due to a tensile overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the guide wire tip detached. Vascular access was obtained via a femoral artery. The 95% restenosed target lesion was located in the severely tortuous and severely calcified circumflex (cx) artery. The concentrically shaped lesion measured 20mm in length and 3mm in diameter and was located within a significant bend in the vessel. Pre-dilatation was not performed. An unspecified stent was implanted in the left anterior descending (lad) artery while utilizing the pt2 guide wire. The guide wire was then attempted to be used to treat the cx; however, the distal tip of the wire detached and remains in the patient's cx. The procedure was completed with another of the same device. There were no additional patient complications reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the guide wire tip detached. Vascular access was obtained via a femoral artery. The 95% restenosed target lesion was located in the severely tortuous and severely calcified circumflex (cx) artery. The concentrically shaped lesion measured 20mm in length and 3mm in diameter and was located within a significant bend in the vessel. Pre-dilatation was not performed. An unspecified stent was implanted in the left anterior descending (lad) artery while utilizing the pt2 guide wire. The guide wire was then attempted to be used to treat the cx; however, the distal tip of the wire detached and remains in the patient's cx. The procedure was completed with another of the same device. There were no additional patient complications reported and the patient's status is stable.